Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins helped for about 6 weeks after they got it but since then, they have been trying to find a setting that will help their symptoms (dribbling). Patient said they have upped the number and changed the program, they may get a small tingle, they can barely feel it but it is strong going down their leg on the side where the ins is. Patient expressed concern because: in august, they got a momentary shock at the ins site when they held their dog' by their shock collar to find and mark the location of the invisible fence using metal flags in their yard, they fell a couple of times in the fall, they started back exercising, had vein surgery, physical therapy and an ultrasound of their throat. Reviewed ins therapy optimization information, stim sensation information, offered and assisted patient to use their equipment to make a therapy adjustment, patient chose to change their program and increased confirming comfortable sensation in their pelvic floor. Recommend patient monitor the effect and make their doctor aware of their concerns. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. Patient mentioned they have called patient services (ps) in the past and have made changes to their setting in the past.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.